Manufacturer narrative:
Stryker noticed the issue during device evaluation. The customer was sent a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, it was found that the device would not charge within the expected time. In this state there may be a delay in defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial MDR report with FDA reference # 0003015876-2025-02413 and stryker reference # (B)(4), submitted on 11/20/2025, was submitted in error. This vigilance report was found to be a duplicate of the initial MDR report with FDA reference # 0003015876-2025-02440 and stryker reference (B)(4), submitted on 11/20/2025.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, it was found that the device would not charge within the expected time. In this state there may be a delay in defibrillation therapy. There was no patient involvement reported with the event.